Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a device's inner cannula sheared in to two. There was no patient impact other than a slight delay to switch blades.

Manufacturer narrative:
H3. There was a residue consistent with biological contaminants on the device. The product analysis result indicates that outer tube was bend and the inner shaft was broken which would have resulted in the reported event. The shaft break was 1.017¿ from the distal face of the inner hub which corresponds to the distal side of the front hub where the outer tube was bent and indicates it occurred during rotation. There were striations around the outside diameter of the break. The bend direction is in line with the cutter opening. The extent of the bend in the outer tube was immediately noticeable upon receipt which likely indicates manufacturing and the user would have noticed this damage ¿if¿ present during manufacturing or before use. The bend was even more apparent when on the handpiece. When viewed under magnification, there was deformation and indentations of the front hub locking area consistent with aggress ive use. A review of the xpi did not indicate any evidence to point to improper manufacturing and there are checks for damage throughout the process. There was no allegation of a defect prior to use / placement in to the handpiece. The information indicates excess pressure was applied while in the handpiece during rotation which caused the deformation of the locking area and the bend in the outer tube; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. There were no signs of heat deformation or discoloring. The IFU warns that excessive pressure applied to a bur/blade may cause a fracture. In the returned condition, there was an out of specification condition that is likely related to the complaint (due to physical damage). The most likely underlying cause is consistent with, misuse / use error. H6: additional information suggest that fdm 4114 , fdr 3231 and fdc 67 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.